Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Four days after onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available at this time.